Manufacturer narrative:
The investigation determined that higher than expected quality control results were obtained from non-vitros mas control fluids using vitros chemistry products sodium (na+) slides lot: 4249-1082-1345, potassium (k+) slides lot: 4102-1070-4296, calcium (ca) slides lot: 0309-0622-3418 and glucose (glu) slides lot: 0017-3225-7989 on a vitros 5600 integrated system. The assignable cause of the higher than expected vitros assay quality control results is an instrument issue due to suboptimal laboratory conditions. Multiple condition codes indicating that the ambient temperature of the analyzer was higher than the acceptable range were obtained on the vitros 5600 system around the timeframe of the event. Additionally, the customer stated that they have had issues controlling the temperature of the room in which the vitros 5600 system is housed. The customer confirmed that after completing the recommended actions which included lowering the temperature of the room, replacing all vitros slide cartridges on the vitros 5600 system and recalibrating the affected assays, results returned to within expectations for all the affected vitros assays.

Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected quality control results were obtained from non-vitros mas control fluids using vitros chemistry products sodium (na+) slides lot: 4249-1082-1345, potassium (k+) slides lot: 4102-1070-4296, calcium (ca) slides lot: 0309-0622-3418 and glucose (glu) slides lot: 0017-3225-7989 on a vitros 5600 integrated system. Vitros na+: mas omni-core lot: 2406 l1 result of >250 mmol/l versus the expected result of 121.3 mmol/l vitros k+: mas omni-core lot: 2406 l1 result of 5.84 mmol/l versus the expected result of 2.59 mmol/l vitros ca: mas omni-core lot: 2406 l1 result of 13.67 mg/dl versus the expected result of 6.15 mg/dl vitros glu: mas omni-core lot: 2406 l1 result of 161.27 mg/dl versus the expected result of 58 mg/dl mas omni-core lot: 2406 l2 result of 359.17 mg/dl versus the expected result of 198 mg/dl biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros assay results were obtained from quality control fluids and were not reported from the laboratory. There was no allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number: (B)(4).